Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-04102. It was reported the patient lost effective coverage due to the l3 and l5 drg leads migrating. The patient underwent surgical intervention where the leads were replaced with new ones restoring therapy.